Event description:
The user's parents reported an obvious decline in auditory benefit in (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported an obvious decline in auditory benefit in (B)(6) 2021. The user has been re-implanted.